Event description:
It was reported that during an unknown procedure, the device obturator was dented. The device was opened onto the clean field; unknown if it came from package dented or happened after opening. The device was not used on the patient. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.